Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to hospital following palpitations due to atrial fibrillation (af). The physician was also concerned regarding potential inappropriate therapy. Upon review, it was noted that six shocks had been delivered due to fast af. The physician wanted to perform a cardioversion but was concerned about further inappropriate therapy delivery. It was suggested to use a magnet to temporarily disable tachycardia therapy, but the healthcare facility was unwilling to interrogate the device. Three days later, a remote alert was received, indicating that the patient had received 32 inappropriate shocks and the patient complained of pain. It was again recommended to utilize a magnet to temporarily disable shock therapy. Two days later, the patient received another 29 shocks. The physiology team discussed potential reprogramming options with boston scientific. The next day, a further 22 shocks were delivered. Four days later, another nine shocks were delivered. Then, an email was received, indicating that the patient had passed away. The mortuary indicated there had not been a ventricular arrhythmia at the time of death, but that the 98 shocks over the course of 10 days were extremely painful, anxiety-inducing, and likely had a negative prognostic impact on the patient's health. At this time, the ICD remains implanted.